Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, one sensor broke while he was trying to insert. Customer's blood glucose was 112 mg/dl. Customer declined troubleshooting. The customer is not returning the sensor for analysis.